Manufacturer narrative:
(B)(4). Results of investigation: carefusion was able to verify the customer's reported issue the ventilator was tested with a known good ac adapter and the customer owned patient circuit connected. The ventilator would not deliver any breaths, and patient circuit fault alarms were present. Carefusion replaced the patient circuit with known good one, and the ventilator functioned properly and passed 65 hours of extended tests. The cause of the reported issue was isolated to the customer patient circuit that was in use.

Event description:
It was reported to carefusion that the unit had an intermittent "low peak pressure" and "pt circuit" alarms while in use on a patient during a transport. The unit was also not delivering any breaths. The customer stated that there was patient harm associated with this complaint and the patient was manually ventilated until their arrival at the hospital where they placed the patient on a different ventilator.